Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call that they had high blood glucose level. Customer's blood glucose level was 600mg/dl. Customer went to the emergency room. Customer stated that the pump was not delivering. Customer denied troubleshooting. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.